Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally programmed a carbohydrates value of 144, instead of 44grams. Reportedly the customer delivered the full recommended bolus amount and had 13.01 units of insulin on board (iob- active insulin in the body). There was no reported impact to the customer's blood glucose level. Although requested, the customer declined further assistance from tandem technical support.